Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd discarditii syringe had incorrect label information/dates the following information was received by the initial reporter with the following verbatim: manufacturing date not matching coa vs syringe label. In coa mention mfg. Date is 20th december 23 and on label of syringe 2 ml it mention jan 24.

Event description:
Manufacturing date not matching coa vs syringe label. In coa mention mfg. Date is 20th december 23 and on label of syringe 2 ml it mention jan 24.

Manufacturer narrative:
Our quality engineer inspected the photo submitted for evaluation. The reported issue of label content incorrect was confirmed upon inspection of the photos. However, bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. The coc was checked, and it was found that the wrong manufacturing date was mentioned in the coc.

Manufacturer narrative:
No samples and 01 photographs were received by bd for evaluation. We have checked the coc & found that wrong manufacturing date was mentioned in the coc. We immediately correct the coc as per product record. Retain sample analysis not applicable as this is documentation error. The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect.

Event description:
Manufacturing date not matching coa vs syringe label. In coa mention mfg. Date is 20th december 23 and on label of syringe 2 ml it mention jan 24.